Manufacturer narrative:
The customer reported that their central nurse's station (cns) is intermittently beeping. The customer also reported that they tried to fix this issue by rebooting the system, but the unit ended up getting stuck in boot loop. Nihon kohden technical support advised the customer to swap the hard drives, after which the cns started working as intended. No harm or injury was reported. The customer will be sending the cns event logs to nk for further evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The customer reported that their central nurse's station (cns) is intermittently beeping. The customer also reported that they tried to fix this issue by rebooting the system, but the unit ended up getting stuck in boot loop.

Manufacturer narrative:
Complaint information: on (B)(6) /2020, customer at (B)(6) reported unit was beeping on pu-681ra with serial# (B)(6). Investigation summary: root cause of the issue was identified to be lack of user education. The reported issue is not caused due to deficiency or non-conformance of the nk device and no risk assessment is performed. Reported issue will not cause any disruption in vital monitoring of patients.

Event description:
The customer reported that their central nurse's station (cns) is intermittently beeping. The customer also reported that they tried to fix this issue by rebooting the system, but the unit ended up getting stuck in boot loop.